Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to customer site on (B)(4) 2013. The fse found that the tubing through pinch valve pv25 had popped off of the y fitting. The pinch valve pv25 controls the path from the secondary mode aspiration pump, pm5, to the vent chamber, vc4. The fse replaced the tubing and the leak was fixed. The fse also replaced the tubing at pinch valves pv23, pv14 and pv15 as a preventive measure. The repairs were verified per established procedures. The cause of the leak was that the tubing through pinch valve pv25 popped off of the y fitting. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 30 ml and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the incident. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event. There was no death, injury or change to patient treatment.